Event description:
Olympus was informed that during an unspecified therapeutic procedure under anesthesia the esg-400 hf-generator could not be activated with the foot switch. The intended procedure was completed with a similar device from karl storz but was delayed for about 30 minutes due to the equipment change. However, there was no report about a patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to an olympus regional repair center (rrc) in vietnam (returned to rrc on 2022/09/05). The evaluation at the rrc could not confirm the reported issue. The returned hf-generator and foot switch were found to be in standard condition. Based on the information available, the exact cause of the reported phenomenon and the patient¿s outcome could not be determined and is being judged as unknown. However, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.